Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital, and had a blood glucose of 480 mg/dl. It was stated that the insulin pump was not responding to any button presses. It was stated that the insulin pump was also giving an empty reservoir alarm, but it could not be cleared due to the unresponsive buttons. Nothing further was reported.